Event description:
Report received of a tubing separation at the distal portion of the distal y-site. The abbott account manager was attempting to simulate a complaint of difficulty infusing protonix with a filter at the distal clave port. He did not have any difficulty with the simulated infusion, but when he was manipulating the distal y-site during disconnection of the syringe, he experienced a separation of the tubing at the distal portion of the distal y-site. There was no patient involvement. Additional information was requested, but no further information was available.